Event description:
It was reported that three patients presented with sepsis after procedures using a cysto-nephro videoscope with forceps/irrigation plug devices. No additional relevant clinical information was provided by the reporter. Olympus made multiple attempts to receive more information from the customer without success. This report is related to the following linked patient identifiers: (B)(6).